Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however, has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis and patient death coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient experienced peritonitis one day after starting capd therapy, which caused the patient to experience septic shock. The patient was treated with fatam and kefzol intraperitoneally. However, the patient died due to the septic shock. An autopsy was not performed. It was not reported if capd therapy was ongoing until the time of death.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter. No device malfunction or use error was identified. The cause was undetermined. If there is any further relevant information from that review, a supplemental medwatch will be filed.